Event description:
Edwards received information that this device was explanted at implant due to central regurgitation. Per the obtained medical records, the native calcified mitral valve was excised, a CABG x3 was performed, and a 33mm pericardial bioprosthesis was implanted. Upon unclamping the aorta, there was a significant amount of regurgitation. Echo demonstrated all posts were within the vicinity of the ventricle but that a part of the leaflet was not moving. The aorta was re-clamped and the valve was exposed. The surgeon could not identify which part of the leaflet was held back and elected to remove the valve. The site did not have a similar sized valve, therefore, a 31mm valve was implanted. The valve seated nicely and there was no further regurgitation. The patient was weaned from bypass and after 45 minutes became increasingly hypoxic with the right ventricle becoming more sluggish and the cardiac output dropping. The cause of this was unknown; therefore, the patient was placed on ECMO and placed back on bypass due to low blood pressure. The bleeding was controlled and the patient was transferred back to the intensive care unit in very critical condition on ECMO and vasopressors. On pod #1, the patient was explored and diffuse bleeding of very friable tissue was observed, which was controlled with sutures. Tee revealed evidence of a nonfunctioning left ventricle as well as an empty right ventricle. The patient was transferred in stable condition to the intensive care unit with no significant improvement. On pod #2, attempts were made to wean the patient from bypass; however, the heart did not eject and life support protocol was performed. Do not resuscitate orders were given and the patient subsequently expired.

Manufacturer narrative:
The explanted device was returned to edwards for analysis. As received, indentations were observed on the free margins of two (2) leaflets near their respective commissure, and on another two (2) leaflets near their respective commissure. These indentations are characteristic of suture track, which indicate suture was looped around both commissures. A gap was also noted between two (2) leaflets. Incidental findings: damages were observed on the cusp region of a leaflet at the outflow aspect; this damage appeared serrated and was most likely due to explant. Two cor knots and two pledgets remained attached to the sewing ring. Approximately 40% of the sewing ring cloth had been cut. The x-ray demonstrated wireform intact. Method: x-ray. The clinical report of central regurgitation was visually observed due to gap in the central coaptation area, likely due to suture loop. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected and may require subsequent re-intervention. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.